Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the manufacturer¿s vns programming history database, it was observed that a partial programming event occurred on (B)(6) 2008 which changed the output currents to 0ma, which was unintended. A final interrogation was not performed, and the settings were not corrected on this visit. Upon initial interrogation on the subsequent available history on (B)(6) 2012, the off-time was set to 60min which is indicative of a faulted system diagnostic test occurring likely sometime between (B)(6) 2008 and (B)(6) 2012. The faulted system diagnostic test is captured in manufacturer report number: 1644487-2013-01961. The settings were not corrected from the partial programming event and faulted system diagnostic test until (B)(6) 2012. The magnet pulse width upon initial interrogation on (B)(6) 2012 was at 250usec which is normally not indicative of a faulted system diagnostic test, so it is possible the settings were intentionally programmed to these parameters, as there is missing history from (B)(6) 2008 to (B)(6) 2012. Manufacturer labeling indicates to perform final interrogations prior to patients leaving the clinic to ensure the patients¿ settings are at intended parameters. No patient adverse events were reported.